Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain and burning sensation at the ipg site even with the device turned off. As a result, the entire scs system was explanted to address the issue.